Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant an atrial lead several times, but the electrode could not be fixed. In order to reduce operation time, a different lead was implanted. No patient complications have been reported as a result of this event.